Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary no anomalies found; partial lead returned in segments. There is only one set of setscrew marks on the is-1 pin and they appear to be too proximal, indicating the lead was not fully inserted.